Manufacturer narrative:
Date of event reported as (B)(6) 2014. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: about 12mm of the thread are broken off; the fragment was sent back for evaluation. Cruciform recess is badly damaged. The measurable dimensions of the screws were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificates and the manufacturing papers was not possible since we are not aware of the concerned lot numbers. Basically the material of this screw is in compliance with ao/asif specification and with the international standard iso 5832-1. The microscopic view of the broken surfaces is homogenous, which indicates material conformity, and has the typical view of a forced rupture. No product fault could be detected. Based on the provided information we are not able to determine the exact cause of this occurrence. The appearance of the fracture face indicates that a mechanical overload, par example by exceptional hard bone, caused the breakage of these screws. This would also explain the strongly damaged cruciform recess of one screw. The surgical technique guide recommends predrilling with a 1.5 mm drill bit in dense cortical bone. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that while inserting and tightening the chest couple of times, both 12mm length intermaxillary fixation screws broke. The surgeon had to drill around both screws cores to manage to take them out as heads came off. To replace he used 8mm instead and they were fine. There was a prolongation a while as surgeon needed to drill around the screw cores trying to get them out. Patient is not a high risk patient. This is report number 1 of 2 for (B)(4).